Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the complaint device was not received for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 100% stenosed denovo target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. For predilation a 2mm x 40mm x 145cm coyote' es mr balloon catheter was advanced to the target lesion. During the first inflation at 10 atms a balloon rupture occurred. The coyote' es mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable.